Event description:
It was reported that the side port wouldn't allow contract injectiion during a billiary case. Further injection attempts were made and the gasket blew out of the side port (external to the patient). The stent was placed 1mm blow optimal area and another competitive stent was placed through the previously placed introducer. No patient injury or furt her complications reported.